Event description:
The facility stated that the injector was broken. It was unknown exactly what was wrong with it. The surgeon didn't want to implant the aq2003v 3 piece silicone lens, diopter 22.0. No patient contact. No patient injury. The injector and cartridge model and lot numbers were not specified by the facility.